Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("suspicion of nickel allergy"), asthenia ("asthenia"), headache ("headache increased"), migraine ("migraine increased"), musculoskeletal pain ("joint and muscle pain"), palpitations ("palpitations"), libido decreased ("libido decreased") and dizziness ("dizziness"). The patient was treated with surgery (coelioscopy with bilateral salpingectomy and corneal resection for essure device ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, asthenia, headache, migraine, musculoskeletal pain, palpitations, libido decreased and dizziness outcome was unknown. The reporter considered allergy to metals, asthenia, dizziness, headache, libido decreased, migraine, musculoskeletal pain, palpitations and pelvic pain to be related to essure. The reporter commented: suspicion of nickel allergy based on reactions observed with denim buttons or some fancy jewelry. The defective sample was not kept by the hospital. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: test patches: on all of these tests, it was noted a positive reaction for nickel sulfate with a vesicular and bullous reaction. There was also a reaction for copper sulphate (copper) and palladium (metal often intersecting with nickel). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.